Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As per customer's complaint of electrode was activating intermittently during a procedure, unit was evaluated and the generator would not pair with the wireless footswitch because of a bad antenna assembly. To correct the problem; replaced the antenna assembly. The left graphic panel was replaced along with the antenna assembly. Multiple scratches on unit top plate and missing dust cover. Replaced the top plate and dust cover. Performed arc detect and software upgrade per service manual. Further, a review into the depuy synthes mitek complaints system revealed a dissimilar complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that during an unspecified surgical procedure, it was observed that the vapr vue generator was being used in a shoulder arthroscopy and the electrode was activating intermittently during the procedure. The customer had to hold the connector of the electrode into the connector of the generator to allow the procedure to be completed. There was no consequence to the patient and no delay in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.